Event description:
The complainant reported that that the automated impella controller (aic) experienced purge disc/flag issues. No patient was involved.

Manufacturer narrative:
E1: name of initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The failure mode was due to broken purge retainer. This report is being filed as part of a retrospective review of historical records.